Event description:
On (B)(6) 2014, a pt (initials (B)(6)) was injected with a radiesse (0.7cc per side) into the nasolabial lines and jaw. On (B)(6) 2014, 24 hours after this (this third) exposure to the product the pt experienced an allergic reaction. The symptoms listed, onset dates and outcome status: plaque erythema in the nasolabial lines, jaws, right and left, date of onset (B)(6) 2014, outcome - undergoing treatment. Swelling in the nasolabial lines, jaws, right and left, date of onset (B)(6) 2014, outcome - not listed. Intense itching in the nasolabial lines, jaw, right and left, date of onset (B)(6) 2014, outcome - not listed. Corticoids (in decreasing doses) and antibacterial during one week were prescribed. No further f/u info has been provided.

Manufacturer narrative:
(B)(4). The device history record for the reported radiesse lot number was reviewed. All required incoming, in process, and final release testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.